Event description:
It was reported that the night prior to the report the patient did not feel stimulation. The patient attempted to turn the stimulation off and saw the information screen but did not recall what icons or codes appeared. The patient ¿felt¿ the stimulation was turning itself off every hour. The patient had not ¿changed¿ her stimulation in months. The patient stated that the urinary ¿was kinda not helping her¿ but she was having issues with ¿spasm.¿ the patient was last seen on (B)(6) 2011 and was doing well. At that time hospitalization was not required and the patient outcome was noted as no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# j0519591v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).